Event description:
The complainant stated that the casters are rolling and swiveling while in brake mode.

Manufacturer narrative:
The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.